Event description:
It was reported the condenser has lost its characteristics and must be replaced. No patient involvement reported at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to a faulty capacitor. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.